Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report analysis of the provided data revealed: -high rv threshold and some low voltage ventricular signal - the algorithm is working as specifications. - the shocks delivered 31-33j due to a high shock impedance no issue is suspected on the ctr-d. Elements described above cannot exclude a rv lead issue. Therefore, optimal defibrillation system cannot be guaranteed, the defibrillation system/ventricular lead should be checked.

Event description:
Reportedly, a patient with ventricular tachycardia, received 2 non-effective atps, the second of which was deleterious. Rhythm accelerates with change in morphology. ICD double counts at ventricle cycles. Then, a 1st shock was delivered and was deleterious, and the patient goes into vf. The double count disappears. A total of 7 shocks are sent before the arrhythmia is reduced. The charge is 42j, but according to the information available on the last 3 shocks only, the energy delivered is around 30j.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report analysis of the provided data revealed: -high rv threshold and some low voltage ventricular signal - the algorithm is working as specifications. - the shocks delivered 31-33j due to a high shock impedance no issue is suspected on the ctr-d. Elements described above cannot exclude a rv lead issue. Therefore, optimal defibrillation system cannot be guaranteed, the defibrillation system/ventricular lead should be checked.

Event description:
Reportedly, a patient with ventricular tachycardia, received 2 non-effective atps, the second of which was deleterious. Rhythm accelerates with change in morphology. ICD double counts at ventricle cycles. Then, a 1st shock was delivered and was deleterious, and the patient goes into vf. The double count disappears. A total of 7 shocks are sent before the arrhythmia is reduced. The charge is 42j, but according to the information available on the last 3 shocks only, the energy delivered is around 30j.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. UDI corrected (field d4) please refer to the attached report analysis of the provided data revealed: - high rv threshold and some low voltage ventricular signal - the algorithm is working as specifications. - the shocks were delivered at 31-33j due to a high shock impedance no issue is suspected on the ctr-d. Elements described above cannot exclude a rv lead issue. The rv lead has been explanted with the new rv lead, check of the defibrillation system through a synchronous shock at 42j is recommended if new pertinent information becomes available, the case will be reopened.

Event description:
Reportedly, a patient with ventricular tachycardia, received 2 non-effective atps, the second of which was deleterious. Rhythm accelerates with change in morphology. ICD double counts at ventricle cycles. Then, a 1st shock was delivered and was deleterious, and the patient goes into vf. The double count disappears. A total of 7 shocks are sent before the arrhythmia is reduced. The charge is 42j, but according to the information available on the last 3 shocks only, the energy delivered is around 30j.